Event description:
A review of service data detected a reportable event. During servicing of battery charger, which was returned for routine maintenance, it was discovered that the lights would not light up on the charger. The last pt to use this battery charger did not report any problems with it.

Manufacturer narrative:
Device eval summary: device eval of battery charger has been completed. The cause of the lights not lighting up on the charger was corroded battery contact terminals in the battery connector of the charger. The corrosion prevented proper contact with the battery pack connector contacts. The root cause of the corroded terminals was probably liquid spillage into the battery well area of the charger. No adverse event resulted from the damaged charger. The last pt to use this battery charger did not report any complaints.